Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the common bile duct (cbd) and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, it was noticed that the working length was torn, and the wire anchor was dislodged from the catheter. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed from the scope and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: medwatch number is 1000870000-2024-8023. Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.